Event description:
It was reported that approximately one day post dialysis catheter placement the transparent tube in the extension leg allegedly broke circumferentially where the clamp is placed. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation could not be performed as the samples were not returned. However one electronic photo was received. The photo shows a glidepath hemodialysis catheter, still being inserted and attached to the patient's body with sutures, showing sings of a circumferential alleged disruption on the translucent arterial(red) end of the catheter which is claimed to be a crack . The investigation is inconclusive for external leak as the photo quality is insufficient for making a conclusion. Although a definitive root cause could not be determined, poor material selection, thin extension leg wall thickness, incorrect clamps, over pressurization, catheter degradation, chemical damage to catheter, or excessive force could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. IFU (instructions for use) states: "close all clamps only in the center of the extension legs. Extensions may develop cuts or tears if subjected to excessive pulling or contact with rough edges. Repeated clamping near or on the luer-lock connectors may cause tubing fatigue and possible disconnection." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Photos were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. (Expiry date: 12/2020).

Event description:
It was reported that approximately one day post dialysis catheter placement the transparent tube in the extension leg allegedly broke circumferentially where the clamp is placed. Reportedly, the device was removed and replaced. There was no reported patient injury.